Event description:
It was reported that this right atrial lead was explanted shortly after implant due to a dislodgement. This lead was successfully replaced. No additional adverse patient effects were reported.